Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation of the implantable cardioverter defibrillator in preparation for an upgrade, an alert stating the device had reached max charge was seen. A capacitor maintenance was performed and the charge time showed a normal value but the device was not used. No patient was involved.